Manufacturer narrative:
Batch reviews performed on 29 april 2026: moto partial knee 02.18.004rm moto medial femoral component s4 rm (k162084) lot 2417069: (B)(4) items manufactured and released on 04-oct-2024. Expiration date: 2029-sep-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Moto partial knee 02.18.eif5.08.rm moto medial e-cross tibial insert s5 rm - h8 (k213071) lot 2408600: (B)(4) items manufactured and released on 05-sep-2024. Expiration date: 2029-may-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Moto partial knee 02.18.tf5.rm moto medial tibial tray s5 rm (k162084) lot 2415666: (B)(4) items manufactured and released on 02-sep-2024. Expiration date: 2029-jul-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had signs of knee infection and the pathogen is unknown. At about 9 months post primary the surgeon removed all moto implants (femoral component, insert, and tibial tray) and placed antibiotic spacers until permanent hardware is implanted in a future surgery. The surgery was completed successfully.